Event description:
It was reported that the physician's (B) (4) handheld computer would not hold a charge. Per the site, every time the handheld was unplugged from the wall, the screen went blank, and when it was plugged back in the handheld had gone through a hard reset. The product was returned to the manufacturer and underwent analysis. During the analysis, a broken solder connection on the handheld pcb was identified. The broken solder connection prevented the main battery from making good electrical contact with the pcb. This condition caused the handheld to lose power while the device is operating on main battery power, and from charging the main battery while on ac power. Once the solder connection was repaired, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.